Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the issues running the pump was unable to be determined because the console and data were not returned for review. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella 5.5 support due to cardiomyopathy. While on support, the automated impella controller (aic) experienced a controller failure red alarm for which the customer was advised to switch to a backup controller. There was no reported harm or injury to the patient.